Event description:
A customer reported experiencing a cartridge alarm issue during the load process with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.